Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the day of implant, the pulse generator exhibited crosstalk on the ventricular channel and ventricular safety pacing was delivered. After programming changes were made, crosstalk was intermittent and safety pacing was not delivered. The device was reprogrammed to vdd mode. No patient symptoms were reported.